Manufacturer narrative:
Continuation of d10: 6935m55 lead implanted (B)(6) 2018; 5076-52 lead implanted (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a device-classified fast ventricular tachycardia (fvt) episode. During this event, anti -tachycardia pacing (atp) was administered three times, and a shock was delivered once. There was a possibility of dual tachycardias occurring during the episode as the patient had been in atrial tachycardia/atrial fibrillation (at/af), and it was unclear whether the shock was appropriate or inappropriate. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event..

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a device-classified fast ventricular tachycardia (fvt) episode. During this event, anti -tachycardia pacing (atp) was administered three times, and a shock was delivered once. There was a possibility of dual tachycardias occurring during the episode as the patient had been in atrial tachycardia/atrial fibrillation (at/af), and it was unclear whether the shock was appropriate or inappropriate. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event. It was additionally reported that the patient was appropriately shocked for dual tachycardia. The patient received an atrioventricular node ablation.